Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/27/2026. It was reported that an unspecified sensor issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. The patient was using two dexcom sensors simultaneously: a g6 sensor connected to her insulin pump and a g7 (10-day) sensor. On (B)(6) 2026 at approximately 11:00 am, the dexcom g7 application displayed a low glucose reading of 50 mg/dl. The reading was observed by the patient¿s mother, who subsequently contacted emergency medical services (ems). At that time, only the dexcom g7 was reporting low glucose values; no dexcom g6 glucose readings were specified. Paramedics arrived at approximately 11:45 am. Upon arrival, the dexcom g7 continued to display a glucose value of 50 mg/dl, while a fingerstick blood glucose (fsbg) measurement indicated a glucose level of 35 mg/dl. Despite the low glucose measurements, the patient did not report experiencing any hypoglycemic symptoms. The patient was treated with glucose gel and two glucose tablets and was advised to eat. She consumed a hot dog on a keto wrap, two crackers, and a granola bar. Paramedics advised the patient not to administer insulin; however, the patient stated that she had not been using insulin prior to the event. Following treatment and food intake, the patient¿s blood glucose increased to 75 mg/dl. After glucose levels improved, ems departed without further intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.